Event description:
It was reported that recently the pump motor stalled. The pump was replaced. It was reported that the pump ¿was fine and believed it was a catheter issue¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).